Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Prior to insertion of the farawave catheter, bubbles were observed in the flush port line during aspiration. The physician performed additional aspiration attempts; however, bubbles remained present. No air has been observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.